Manufacturer narrative:
(B)(4). Batch # p58l40. Investigation summary: the analysis results found that a plee60a device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no damaged was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that a plee60a was about to be opened for a robotic procedure when the staff noticed that the package was damaged, likely caused by shipments. Being that the package was damaged/cracked, the sterility was compromised. Another plee60a device was opened and the procedure was started and completed.

Manufacturer narrative:
(B)(4). Batch # p58l40. Photographic analysis: upon visual inspection of the picture, the blister can be noted to be broken in the seal area and no tyvek was observed in the photo provided. However, no definitive conclusion could be reached as to the origin of the damage due to the blister not being returned for analysis. The photos do not provide enough evidence to determine root cause. Refer to physical analysis the information provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.